Event description:
It was reported that during an unk procedure, the tip broke off into the pt. The piece was retrieved. A second device was opened and it would not activate. A third device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Eval summary: the analysis results confirmed that device a was returned with the distal tip of the blade broken off and present. The remaining blade portion was scratched. The device will stop activating, and either emit a solid tone or display an instrument error code on the generator display when the blade becomes damaged. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. The analysis results found that device b was returned in good physical condition. The blade was returned in good condition and complete. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. A batch record review was performed and no anomalies were found during the mfg process. Device b: batch #e9ez93. Expiration date: 03/2013. Mfg date: 04/2008.